Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "firing at end at 25,504 joules. A second fiber was used to complete the case. Pt outcome: "fine."